Event description:
The stroke was not device related. The stroke occurred in the sub dural. The stroke occurred 1.5 weeks after implant. Following the stroke the patient was released from the hospital and was told to take it easy for a couple weeks. Last week she had her initial programming of the device and was doing great. She was tremor free and had no effects of the stroke. A second programming session was scheduled for (B)(6)-2012.

Manufacturer narrative:
Extension model 37085-60 (B)(4) implanted: 2012-(B)(6) explanted: na. Ins model 37603 (B)(4) implanted: 2012-(B)(6) explanted: na. Programmer model 37642 (B)(4).

Event description:
It was reported the patient had a stroke following a lead implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.